Manufacturer narrative:
The reported device has been returned but not yet investigated. An investigation will be carried out and a supplemental report will be submitted upon completion of the investigation. Manufacturer internal reference number: (B)(4).

Event description:
On 05/05/2026, dr. (B)(6) reported that a 65-year-old female patient presented to his office on (B)(6) 2026 for dental implant placement. The implant was placed on the same day at tooth location #12. During the implant placement procedure, the doctor discovered that the implant did not engage with the driver, exhibited fit issues, and failed to osseointegrate. As a result, the implant was removed on the same day of placement using a hemostat instrument and was replaced with an implant of the same size and system. Additionally, the doctor confirmed that there was no issue with the driver. It was reported that the implant was not placed after immediate extraction and was immediately loaded. The opposing arch consisted of natural teeth. The patient remained asymptomatic, sustained no permanent injury, and did not require any additional medical or surgical intervention. It was also reported that the patient had type ii bone quality and good oral hygiene.